Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported a consumer was first implanted in (B)(6) 2011 and had a revision in (B)(6) 2011. There was no available information related to the (B)(6) 2011 revision because the consumer was implanted in a different hospital. It was also noted that the consumer had an ins replacement due to normal battery depletion in (B)(6) 2016. No symptoms were reported. The consumer's medical history included parkinson's disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.